Manufacturer narrative:
On (B)(6) 2017 product investigation results: reporter returned one toothbrush head on (B)(6) 2017 that was identified as an oral-b power oral care refills precision clean on (B)(6) 2017. Toothbrush head confirmed to be counterfeit.

Event description:
Head on the oral-b brush head became detached in mouth [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2017 that the head on the oral-b power oral care refills crossaction became detached in her mouth. This was not the first time she had used these particular brush heads. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head on the oral-b brush head became detached in mouth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on 30-jan-2017 that the head on the oral-b power oral care refills crossaction became detached in her mouth. This was not the first time she had used these particular brush heads. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.